Manufacturer narrative:
The event date and date of death were no reported. The aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that during a watchman implant procedure a patient had a cerebral vascular accident and the patient ultimately passed away.